Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information from surgeon: from my recollection, this was not on the first firing that the "non-opening" was an issue. After a few firings (and similar to past occurrences) the jaw did not seem to spring open. In this case, the jaw was so loose that it was turned upside down to allow gravity to "pull" open the jaw. The function of the sealing appeared fine. The device was being used when the mobile jaw came off of the instrument. It did not cause any problem and all pieces remained outside of the patient's abdomen. We did not open a new device as it was the last few centimeters of mesentery. Again, there were no patient sequella.

Event description:
It was reported that during a laparoscopic colon procedure, on the first firing, the jaws were not opening properly (not springing open) so they turned the device upside down to have gravity aid the opening of jaws. A grasper was also used to open jaws. They continued to use the same device and then, when this device was removed, the jaw broke off outside of patient (at the end of the case) and was retrieved. It is unknown if the broken jaw is being returned for analysis. No new device was needed as issue occurred at end of procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4): batch #m9222e. The device was received with the upper jaw detached and with the I-blade upper tip broken off; both remaining pieces were returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the jaws and the I-blade prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process